Manufacturer narrative:
One service replacement powermax elite motor drive unit was received. The reported complaint of overheating and melting blades could not be reproduced. Product did not overheat or melt blades during functional testing. Unit was tested at speed settings between 100 and 10,000 rpm¿s in forward and reverse for 5 minutes each. Also oscillate for 5 minutes in highest setting (9). Product was tested on a known good dyonics power, dii, and dii eip control units with and without footswitch. Mdu was tested using proper irrigation and 2 different blades were utilized during functional testing. At no time did mdu overheat or damage test blades. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process.

Event description:
It was reported that the mdu was overheating. No injuries or complications noted as a result.

Manufacturer narrative:
One service replacement powermax elite motor drive unit was received as reported in the complaint. The reported complaint of overheating and melting blades could not be reproduced. Product did not overheat or melt blades during functional testing. Unit was tested at speed settings between 100 and 10,000 rpm¿s in forward and reverse for 5 minutes each. Also oscillate for 5 minutes in highest setting (9). Product was tested on a known good dyonics power, dii, and dii eip control units with and without footswitch. Mdu was tested using proper irrigation and 2 different blades were utilized during functional testing. At no time did mdu overheat or damage test blades. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process.